Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contacted the customer requesting information.

Event description:
The customer reported that the ventilator went vent inop. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit and could not duplicate the reported problem. The unit passed all test.